Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 20567006. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing stimulation in unwanted areas. The patient underwent a revision procedure wherein the leads were relocated.